Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the field service engineer restored the e-release on the z-slide of aca to resolve the issue. Evaluation of the device data indicates that the aca remained in position control until the instrument drive unit (idu) e-release was triggered, at which time a non-recoverable error for ¿z-slide disconnected¿ was recorded. The logs do not show any non-recoverable error occurring prior to the e-release event. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to triggering of the e-release on the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sacrocolpopexy, the arm triggered a non-recoverable error. Since the fourth arm was already draped for the procedure and only three arms were needed for this surgery, the faulty arm was swapped out with the unused arm rather than rebooted. After the procedure, while undraping the faulty arm, the nurse accidentally triggered the e-release, which is currently still open and will need to be restored. There was a 5 to 10 minute delay during the procedure due to the non-recoverable error. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sacrocolpopexy, the arm triggered a non-recoverable error. Since the fourth arm was already draped for the procedure and only three arms were needed for this surgery, the faulty arm was swapped out with the unused arm rather than rebooted. After the procedure, while undraping the faulty arm, the nurse accidentally triggered the e-release, which is currently still open and will need to be restored. There was a 5 to 10 minute delay during the procedure due to the non-recoverable error. There was no patient injury.